Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The noise could be reproduced during clinic testing. The doctor may replace the electrode. There were no additional adverse patient effects. The system remains implanted.